Manufacturer narrative:
The investigation pump did not start has been completed. The cause of the pump did not start issue was most likely open electrical line. The location of the electrical open line was not determine without returned product and sufficient clinical information was not provided. G1 reporting contact email revised on manufacturer device report 1220648-2024-22643 in accordance with updated procedures.

Event description:
The complainant in japan reported that during impella cp implantation for 79-year-old male patient, when it was time to turn on the impella, it did not start. The cp was therefore replaced. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.